Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No drive/motor anomaly noted. No unexpected insulin flow blocked alarm noted. Pump programmed with the low reservoir reminder at 20 units and the low reservoir alert functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had he pressed detect reservoir and the motor was stopped. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. Customer reported that insulin pump had alarmed low reservoir and he was removed it, rewind and step of placing the reservoir. Customer stated that able to clear the alarm and rewind insulin pump. Customer also reported that low reservoir did not alert them as expected. Customer was performed displacement test and they did not passed. Customer was advised to the insulin pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.